Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown surgery on (B)(6) 2024. In the surgery, after dilating the vertebral body stenting system (vbs) small size trial balloon, a stent balloon was placed inside the vertebral body, and the inflation system handle was turned to dilate the balloon. However, even after advancing to 2.5 ml, the pressure did not increase at all and the balloon did not inflate. The handle was pulled and the contrast agent was returned, but the fluid did not return, so the surgeon determined that no fluid had reached the stent balloon. The balloon was removed. Subsequently, the same inflation system was used and the trial balloon was able to be dilated. The surgery was completed successfully with no surgical delay. This report is for a vertebral body set/small- sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a synthes employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the vertebral body set/small- sterile had signs of tearing off at the balloon, the distal tip of the balloon is heavily deformed, this conditions were most likely created during insertion process. No signs of damage were observed from the stent. A dimensional inspection for the vertebral body set/small- sterile was unable to be performed due to post manufacturing damage. Previous complaints were reviewed for the supplier and it was confirmed that all parts pass a 100% leak test and all lots have a sample burst test performed as part of lot acceptance. As part of the investigation, the supplier also performed a burst test on 2 new production devices and both burst above the required 30 atmospheres. A visual examination of the burst test samples confirmed the condition of the balloons were consistent with the complaint devices. The vertebral body stent surgical technique was reviewed; it states to stop balloon expansion if any of the following happens: 1. Desired vertebral body height or angle is reached. The maximum stent diameter is 15 mm for vbb small and 17 mm for both vbb medium and vbb large. 2. Pressure reaches 30 atm (440 psi). 3. Vbs volume reaches maximum. 4.0 ml for vbb small; 4.5 ml for vbb medium; 5.0 ml for vbb large. The surgical technique guide also contains the following warning: - do not fill the balloons over their maximum volume or pressure. If this is done, they may leak. - vbs maximum volumes differ from vbb maximum volumes. The failures observed on the returned devices are consistent with failure due to over expansion or pressurization. The event description notes that the balloons reached the maximum guaranteed dilatation capacity and would not expand further and the pressure at rupture was 20 atm. This indicates that pressure was still being applied when the devices had already reached the maximum volume. Per the surgical technique guide, expansion should be discontinued as the maximum volume had been reached. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the vertebral body set/small- sterile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 09.804.600s; lot # 82294288; manufacturing site: confluent medical technologies. Release to warehouse date: 13 oct 2023. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.